Event description:
Customer reported an emergency room visit due to low blood glucose readings. Customer stated that she fainted due to low blood glucose readings. When the customer woke up, she called her grandson who called the paramedics. Customer stated that she is unsure of events leading up to the emergency room visit, however, believes that she ran low during the night and was unaware of it. Customer was kept in the hospital for a week and then transferred to a nursing home. No further information reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.